Event description:
It was reported that there was a split in the flange of the tracheostomy in use. The event did occur in the patient's home. The parent noticed the tear in the flange. There was no patient harm because the parent changed the tracheostomy tube once the tear was noticed and informed the child's nurse. Other relevant history, including pre-existing conditions: the patient uses ventilation due to congenital central hypoventilation syndrome.

Manufacturer narrative:
D4. Primary UDI number: the primary di# has been used as the lot/serial information is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: the device was received for evaluation. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. Visual and functional tests were performed, which found a partial cut/tear on one of the eyelets on the flange. The deformation of the area appeared to be clean. The probable cause was unknown.